Manufacturer narrative:
A steris service technician arrived on site, inspected the unit, and found that when loading the manifold racks into the washer, it was placed slightly askew from the center of the chamber. As a cycle began, the technician identified that water flowed improperly into the manifolds. Water would be directed to the chamber door resulting in the reported water leak. The technician adjusted the framework within the washer to allow the manifold racks to fit properly, tested the unit, and confirmed it to be operating according to specification. The unit was manufactured in 2000 and the reported event can be attributed to age and usage of the washer. No additional issues have been reported.

Event description:
The user facility reported their reliance 444 washer/disinfector was leaking water. No injury, procedure delay, or cancellation was reported.